Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On 12/13/2019, mentor became aware that patient encountered right side capsular contracture; baker grade unknown, right side breast implant rupture and bilateral ptosis. This report is for the patient¿s left-sided device. Device evaluation summary: upon receipt by mentor, the gel contained in the device appears gel. No foreign material was observed within the device. Gel was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 21.5 cm running from the anterior aspect to the posterior aspect. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. A manufacturing record evaluation (mre) of lot number 5948529 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Complaint was confirmed. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) female patient underwent primary breast augmentation with 375cc mentor memorygel breast implants on both sides and was presented with right side capsular contracture; baker grade unknown, right side breast implant rupture and bilateral ptosis. As a result, the devices were explanted, and replaced with non-mentor devices on (B)(6) 2019. This report is for the patient¿s left-sided device.